Event description:
Rec'd info stating customer rec'd multiple occlusion alarms during bolus delivery. Reportedly, the customer's blood glucose level was impacted.

Manufacturer narrative:
The device has been rec'd for evaluation; however, evaluation is not yet complete. A f/u MDR will be submitted.